Event description:
An event was reported under the (B)(4) study and classified as inappropriate device detection and inappropriate treatment. It was also noted that the atrial lead had far field r-wave (ffrw) oversensing and the ventricular lead had t-wave oversensing (twos). The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, implantable tachy lead, (B)(6) 2011; 1258t, competitor implantable pacing lead, (B)(6) 2011. (B)(4).